Manufacturer narrative:
Reference # (B)(4).

Event description:
It was reported that, during monitoring with leaf 2.0, a patient was experiencing pain in the area of the sensor, in the chest. After removing the sensor, it was noticed blistering, oozing, macerated skin in circular shape directly underneath the sensor, which had been placed on (B)(6) 2022 at 22:00. The partial thickness wound was discovered on (B)(6) 2022 at 17:00. Monitoring was suspended. Wound was assessed and treated under the direction of the wound care team. The patient health condition is fair.

Manufacturer narrative:
No product was returned for this case, images was supplied. A review of the supplied images confirm that the skin area under the sensor was blistering and macerated. Historical review has revealed previous cases of this nature, there are no open nor closed escalation actions within the scope of this event. The manufacturing batch records contain no contributory factors regarding the reported event. Records confirm that this lot was manufactured and met the finished product specification prior to its release. The instruction for use "IFU" warns: ¿inspect the condition of the skin around the sensor application area periodically, or as indicated by clinical judgment, to look for signs of skin irritation or signs of infection.¿ the risk management documentation for leaf has been reviewed to assess whether the alleged failure and associated harms have been anticipated. With no clear failure of the device outlined within the complaint description to determine the associated hazard within the risk file, a review of confirmed ¿pain¿, ¿irritation / irritant contact dermatitis¿ and ¿maceration¿ are captured as foreseeable harms against numerous potential failures. Based on the limited information available and with no information within the complaint to suggest that the device was used in a way that was contraindicated, no further action is required. The probable cause determined, is that the senor once applied, was not adequately checked, resulting in maceration. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary